Event description:
It was reported that patient had a pain stimulation implant placed on (B)(6) 2014 and since then one of his implantable neurostimulators (ins) was showing in the simple mode setting instead of advanced mode. The reporter noted that in the past both ins¿s showed in the advanced mode setting. The reporter wanted to know if this could be adjusted and was told it would have to be checked by a clinician programmer. The cause of the event was not directly reported and the resolution was also unknown, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. Product ID: 3389s-40, lot# va0477h, implanted: (B)(6) 2012, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3389s-40, lot# v139160, implanted: (B)(6) 2012, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37603, serial# (B)(4), implanted: (B)(4) 2012, product type: implantable neurostimulator. (B)(4).